Event description:
It was reported that the bd facscanto¿ ii cytometer 4/2 system ivd produced erroneous ivd results related to the cd4 + marked population in pecy7. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no adverse patient impact. The following information was provided by the initial reporter, translated from (B)(6): "the customer reports that the cd4 + marked population in pecy7 does not appear good using the canto software while it appears good using the diva software." Are there erroneous results on patient samples for diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facscanto¿ ii cytometer 4/2 system ivd produced erroneous ivd results related to the cd4 + marked population in pecy7. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no adverse patient impact. The following information was provided by the initial reporter, translated from italian: "the customer reports that the cd4 + marked population in pecy7 does not appear good using the canto software while it appears good using the diva software." 1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09feb2021 to date 09feb2022. ¿ complaint trend: there are (B)(4) complaints related to this issue of erroneous results. Date range from 09feb2021 to date 09feb2022. ¿ manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(6), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results could not be determined. The customer had initially reported that while using the canto software, the cd4 + maracata population in pecy7 was not as expected. An fse (field service engineer) was sent onsite to observe the issue. The fse checked the red laser alignment and calibrated the instrument with seven beads and a cst test which passed. The cause of the overcompensation only when using the canto software could not be determined at this time, but was later reviewed in case (B)(6). No parts were requested for evaluation as no parts were replaced at this time. Although patient samples were used during this incident, the erroneous results were realized before they were sent out and were not used. There was no delay of treatment and no patients were affected due to this incident. Proper daily and monthly cleaning and maintenance can help in preventing lowered performance of the system, and can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(6), case # (B)(6); install date: 30may2007; defective part number: n/a. Work order notes: o subject / reported: 338960 - bd facscanto ii - overcompensation problem. O problem description: the customer reports that the cd4 + maracata population in pecy7 does not look good using the canto software while it looks good using the diva software. O work performed: red 633 laser alignment check with cab balls. Calibration with seven beads and cst with pass result. Instrument check on daily routine and check blood run with values in the reference range including graphs on dotplot. O cause: no causes of malfunction are identified, customer suggestion. O solution: red 633 laser alignment check with cab balls. Calibration with seven beads and cst with pass result. Instrument check on daily routine and check blood run with values in the reference range including graphs on dotplot. Internal notes: o technical intervention required to verify laser alignment and reduce cvs. At the end of the intervention ask the customer to prepare test samples marked with 6c tbnk to check if the problem is still present. The problem appears to occur only on the canto software. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part #(B)(4), version a, bd facscanto ii flow cytometer (daq) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes / no. O item: acquire data. O function: start data acquisition; collects event pulse parameters (height, widths, area) and send to the host. O potential failure mode: host does not receive any data. O potential effects of failure: the operator is unable to detect any events. O potential causes/mechanisms of failure: analog section, dsp #2, fpga (fifo). O current controls: instrument setup/calibration (qc) fails. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 2. O det: 1. O rpn: 10. Mitigation(s) sufficient yes / no. ¿ root cause: based on the investigation results the root cause of the erroneous results could not be determined. ¿ conclusion: based on the investigation results the root cause of the erroneous results could not be determined. The customer had initially reported that the results they gathered using the canto software were different when compared to using the diva software and an fse was sent onsite to observe the issue. The fse checked the red laser alignment, calibrated the instrument, and ran a cst test which passed. There was no issue found with the instrument and it was functioning as expected. No treatment or diagnosis was given using the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level. H3 other text : see h.10.

Event description:
It was reported that the bd facscanto¿ ii cytometer 4/2 system ivd produced erroneous ivd results related to the cd4 + marked population in pecy7. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no adverse patient impact. The following information was provided by the initial reporter, translated from italian: "the customer reports that the cd4 + marked population in pecy7 does not appear good using the canto software while it appears good using the diva software." 1. Are there erroneous results on patient samples for diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
The following information from the investigation has been corrected: complaint trend: there are 17 complaints related to this issue of erroneous results. These complaints can be found in the attached complaint trend file. Date range from 09feb2021 to date 09feb2022. Previously reported: complaint trend: there are 18 complaints related to this issue of erroneous results. Date range from 09feb2021 to date 09feb2022.